Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the b. Braun medical global affiliate: reason of complaint: an extension line is connected to the easypump. After the filter, small air bubbles can be seen at the end of the flow restrictor at the patient connector and in the extension line itself.